Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tear in the clip introducer. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. During preparation of the clip delivery system (cds), the clip got stuck with the clip introducer (ci). The clip was pulled on, tearing the ci soft tip. The clip was inspected for damage and it was decided to cut the torn portion of the ci soft tip and continue with the procedure. The clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigation and the reported difficult clip introducer (ci_ insertion appears to be a result of procedural conditions as the clip inadvertently became stuck on the ci when sliding the ci over the clip. This resulted in a torn ci during the attempt to release the clip from the ci. The user continuing to use the device despite the damaged ci. It should be noted that in the mitraclip instructions for use, it warns the user not to use the device if damage is detected. In this case, the user error did not contribute to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.